Event description:
It was reported that the patient experienced infusion sets falling off involving five events on (B)(6) 2026 (two occurrences) and (B)(6) 2026 (three occurrences), each after approximately one day of use.

Manufacturer narrative:
Initial 2 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.